Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on (B)(6), 2011 with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and attached user facility report are for the same patient, part number and event. This report filed (B)(4), 2011.

Manufacturer narrative:
Implanted date - unknown. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number four states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity". The bearing surface of the modular head showed random and approximately parallel sets of scratches or indentations. These scratches or indentations are possible indications of damage from subluxation or dislocation of the head. The back side of the modular head showed deformation marks, possibly from surgical removal. The user facility was notified of the event on march 10, 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted march 15, 2011.

Event description:
It was reported that patient underwent total hip arthroplasty on unknown date. Subsequently, the patient was revised on (B)(6) 2011, due to acetabular loosening with failure of ingrowth. The modular head, acetabular cup, and taper adapter were all removed.

Event description:
It was reported that patient underwent total hip arthroplasty on unknown date. Subsequently, the patient was revised on (B)(6), 2011, due to signs of metalosis and lack of bone ingrowth. The modular head, acetabular cup, and taper adapter were all removed.